Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 1.2.4 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: unspecified please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing severe irritation from the adhesive of her pod, which often starts at the opposite end of the cannula. She sought medical attention over a year ago by calling her doctor, who prescribed triamcinolone cream to manage the irritation. The irritation causes her skin to become red, itchy, and irritated. She prepares the site by wiping it with alcohol and applying skin tac to the back of the pod. To remove the pod, she peels it carefully while holding her skin to prevent pulling. Despite these measures, she continues to experience irritation and has been using triamcinolone and diphenhydramine creams. The pod was worn on their leg.